Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Procedure: tvt/obturator utilizing the uretex system, diagnostic cystoscopy.the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-op and post-op diagnosis: genuine stress urinary incontinence.